Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had redness and swelling around battery incision. Implantable pulse generator (ipg) began sticking out of the skin. The physician was unaware if infection was related to device, other than patients body rejecting the ipg. The patient underwent an ipg explant procedure. The patient was placed on antibiotics. The patient was doing well post operatively. The explanted device was discarded by the facility per policy.